Event description:
Loss of integration (li). Patient experience pain around implant, implant removed site "granted vo reclo in" 3 months rar 16 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).